Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage keypad trace. The insulin pump was received with currents in specification. No unexpected low battery alarm and the back light works properly. Testing of the insulin pump showed that it was functioning properly and passed all functional testing. The insulin pump has minor scratched lcd window, cracked case near the display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip and missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed compromised force sensor system, had backlight anomaly, shorter battery life, looses insulin pump settings and had keypad anomaly. Customer declined to do troubleshooting. Customer's blood glucose was 180 mg/dl. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.